Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot for catalog number 367342, and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the specific lot number associated with the catalog number 367324. Therefore, a review of the device history record could not be conducted. Catalog numbers 367342 and 367324 are manufactured in sumter, south carolina, and sandy, utah respectively. Therefore, the opportunities for this error to occur at the manufacturing level are improbable given that the products are manufactured in different locations. H3 other text: see section h.10.

Event description:
It was reported that before use of the bd vacutainer® push button blood collection set other product were mixed in the box. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: different products were mixed in the box 367324.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® push button blood collection set other product were mixed in the box. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: different products were mixed in the box 367324.